Manufacturer narrative:
Onsite investigation took place. The ups batteries were replaced which resolved the issue. No further issues reported. The ups batteries were not returned for analysis, therefore no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that outside of a procedure, the ups on the mobile view station (mvs) would not hold a charge. There was no delay in procedure as there was no patient present when this issue was identified.